Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that the stent was present in the right external iliac artery, the device allegedly dislodged from the balloon. It was further reported that the stent could not be retrieved and the patient found to be bleeding. The patient status is unknown.

Manufacturer narrative:
H10: this report is being submitted to communicate that this file is a duplicate. The event is captured under report number 9616666-2020-00040. No further reports will be submitted under 9616666-2020-00038. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent was present in the right external iliac artery, the device allegedly dislodged from the balloon. It was further reported that the stent could not be retrieved and the patient found to be bleeding. The patient status is unknown.

Event description:
It was reported that the stent was present in the right external iliac artery, the device allegedly dislodged from the balloon. It was further reported that the stent could not be retrieved and the patient found to be bleeding. The patient status is unknown.